Event description:
During the follow-up performed on (B)(6) 2015, the following warning was displayed: "abnormal ventricular lead impedance < 200 ohm." Preliminary analysis showed that a lead issue or a lead/pacemaker connection isue at ventricular side is suspected.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During the follow-up performed on (B)(6) 2015, the following warning was displayed: "abnormal ventricular lead impedance < 200 ohms". Preliminary analysis showed that a lead issue or a lead/pacemaker connection isue at ventricular side is suspected.